Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # r94j46. The following information was requested but unavailable: can you please clarify if any malformed or unformed clips were fired from the device? Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device batch r94j46 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device described as being ¿hard to close and form clips.¿ multiple attempts were tried. The device was set aside, and case was completed with a second el5ml. The surgery was not delayed. The procedure was completed successfully. There were no patient consequences.